Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. Following pre-dilation with a non-bsc balloon catheter, a 3.00 x 20mm synergy ii drug-eluting stent was advanced to treat the lesion. However, device was unable to cross the lesion and it was noted that the stent was scrunched up on the back of the balloon.

Event description:
It was further reported that the stent was not damaged as what was previously reported. The device just simply did not cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. (B)(4).